Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. A caller reported that the customer obtained unspecified high sensor readings in comparison to unspecified readings obtained on the built-in meter. The customer was treated with 5 ml of aspart insulin based on the readings and subsequently experienced blurred vision and loss of consciousness. The customer's granddaughter (physician) provided a cheese sandwich as treatment and called for paramedics. The customer was further treated with sugar water by paramedics and a post-treatment reading of 9.4 mmol/l was obtained before leaving. There was no report of death or permanent injury associated with this event.